Manufacturer narrative:
The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot # combination was conducted with no findings.

Event description:
The user facility reported that upon completion of a femoral angiogram which no deterrents to use were identified a 6fr x 25cm pinnacle introducer was exchanged over a long 0.035 non-terumo guidewire. During the insertion of the sheath and arteriotomy locater dilator assembly the dilator did not remain secured to sheath. The assembly was removed, and manual pressure was held with the guidewire in place. The device was reassembled and a second attempt was made to insert the sheath and dilator. Again, the assembly would not remain intact. A third attempt was made attempt was made to reassemble the device at which time the terumo representative entered the procedure room to assist. With a second operator manually fixing the assembly together the primary operator was able to insert into the vessel and complete the closure procedure. Discussion with the provider post procedure revealed no deterrents to closure after further review of the angiogram. The operator stated he believed the device was assembled correctly however, does not recall the "snap" of the dilator to the sheath. The assembly was similar to previous devices per provider. The estimated blood loss was less than 250cc. The procedure for the patient was a percutaneous coronary intervention (pci). There was no patient injury and/or medical intervention required. Additional information was received on 19sept2023: it was clarified, this was only one subject device that was reassembled several times and used with manipulation on third attempt, successfully.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The actual device was not returned hence a return product evaluation or assessment was unable to be performed. The device was confirmed to be manufactured by terumo medical corporation and based on the allegation and lot number, the complaint was confirmed for the reported issue of sheath and locator connection. It is likely that the component connection between sheath and locator was impaired. Device history records for the lot were reviewed and it was determined that the device was released in conforming condition per the documented release records. Without the sample, a definitive root cause assessment was unable to be made.